Manufacturer narrative:
Subsequently, boston scientific received information from the physician that "light traction was used during the explant procedure". The extent of lead damage is likely due to explant handling, however, given the clinical observations and the fact that light traction was used during explant it is unknown whether the original bond separation was initiated while implanted or during the explant procedure.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information in (B)(6) 2011 that the patient has retained an attorney and recently submitted paperwork as part of the litigation process.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Direct current resistance testing confirmed the conductive paths of the lead to be within specification. Further analysis revealed tip/molded neck separation, likely occurring at the explant procedure. No further testing was performed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc), with increased threshold measurements. Decreased impedance measurements were observed, although remaining within acceptable limits. An insulation break was suspected. Additionally, loc was observed on the lv lead. An invasive revision procedure was performed and both leads were explanted and replaced. No further complications were observed.